Event description:
It was reported that this pacemaker exhibited that high out of range pacing impedance on the right ventricular (rv) channel. It was noted that there were noisy signals on a ventricular episode that were oversensed. Ts reviewed the reports and provided troubleshooting actions and reprogramming options. The health care professional (hcp) also noted that there was an undersensed right atrial (ra) signal. Ts advised following actions to resolve the issue. The device remains in use. No adverse patient effects were reported.